Event description:
Uretero1, disposable flexible ureteroscope image gets cut off, intermittently lost and keeps cutting out or flickering. Operating room team found a crack at the base of the scope at the end of the procedure. The sales representative for the product was contacted and the plan will be to return the scope for inspection.